Event description:
This bi-lateral pt is having pain and effusion problems to both knees. The left knee was implanted in 1999; has had constant jproblems and will be revised next month. The right side recently begain exhibiting problems also and the doctor hopes to modify the insert through arethoroscopic surgery. The right knee was implanted in 1999. The pt is registered nurse and is described as somewhat; not obese.